Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, it was decided to place a 2.3 osteoraptor anchor; the guide and the drill was placed and the anchor was impacted. The thread was no longer holding the anchor; therefore, the anchor was removed and a backup with another batch was used which worked perfectly. No significant delay or other complications were reported. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2020-01934. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that during a shoulder arthroscopy, it was decided to place a 2.3 osteoraptor anchor; the guide and the drill were placed and the anchor was impacted. The thread was no longer holding the anchor; therefore, the anchor was removed by tweezers and a backup with another batch was used which worked perfectly. No significant delay or other complications were reported. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.